Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer¿s retainer ring that locked the reservoir in place came off. The customer¿s blood glucose was unknown. They also mentioned that there was a crack at the back from the top to the bottom of the reservoir site. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unit was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with missing display window cover. Unit was received with minor scratched display window, case and keypad overlay.